Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial (B)(4), description: coveredge 32, 70 cm 4x8, surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing severe abdominal pain following a perm implant. The physician believed it was procedure related and not device related. The patient underwent an explant procedure.